Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 224 mg/dl. The customer re-loaded the cartridge to resolve the issue. In addition, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended.